Event description:
During the device evaluation, contamination was observed on the gastrointestinal videoscope's control unit. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the contamination was due to a leak. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.